Event description:
The patient reported feeling a snap in his lumbar spine while weed eating. The assessment showed unilateral left cobalt-chromium rod fracture l2 status post deformity correction. A CT scan was ordered to evaluate for pseudoarthrosis however no pseudoarthrosis was seen nor was any other bony elements. Treatment was continued with a conservative approach and brace as needed.

Manufacturer narrative:
The root cause was not determined. The patient reported feeling a snap in his lumbar spine and a CT scan was ordered to evaluate for pseudoarthrosis, however none was found. Treatment was continued with a conservative approach and brace as needed.